Manufacturer narrative:
Patient information is not available for reporting. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter¿s phone number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a triple foot arthrodesis surgery performed on (B)(6) 2018 there were several issues. Two (2) of the drilling templates from the same package broke during the procedure. All the fragments of the broken drilling templates were removed from the patient. Then there was a defect on the packaging of the implant (implant was not holding properly on the sterile part that the nurse took on the table. It was "falling" in the sterile part of the packaging that is hold by the non-sterile person). It was also reported that it was impossible to release the implant from the insertion tool. There were no patient consequences. The faulty devices were replaced during surgery and no delay was caused. The surgery was successful. This report is for one (1) elite compression implant drilling templates. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device history records review was completed for part# el-dts, lot# bdt170602. Manufacturing location: (B)(4), manufacturing date: oct 05, 2017, expiry date: sep 01, 2022. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Picture review confirmed breakage of drill template. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.